Event description:
The user facility is alleging an increase in pressure ulcer's. The user facility has not reported any specific serial numbers associated with pressure ulcer development nor have they provided any specific events of pressure ulcers. This is to report the potential alleged event of a pressure ulcer.